Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis technician reported that the reported issue was verified in the device diagnostic logs; however it could not be duplicated. Although the reported issue could not be duplicated, the flow sensor receptacle assembly was replaced as a precautionary measure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator generated a system alarm. Patient involvement is unknown.